Manufacturer narrative:
Our product evaluation lab received one 120404f. The customer report of "balloon would not inflate" was confirmed. The balloon latex appeared deteriorated and discolored. Multiple cracks and a tear were evident on balloon latex. Leakage was observed through the tear on the balloon. Both balloon windings were intact. The balloon latex was released from the distal winding to check balloon edges at the tear did not appear to match. No other visible damage was observed from catheter body. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A CAPA was previously initiated and used as reference in the evaluation as it addresses the "balloon - latex deterioration" failure for the embolectomy models with a vascupouch packaging. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. The storage conditions for these catheters are specified in the IFU. Corrective actions were implemented to address manufacturing non-conformance. The CAPA resulted into a voluntary field correction action (fca-90905) that instructed customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a 120404fp fogarty catheter had dry rot of the balloon. While using on a patient, the balloon would not inflate. It appeared to be dry rotted. They used a different size catheter that they had, and it worked. The catheters were not stored in areas that were mentioned on the fca recall letter. There was no patient injury.